Manufacturer narrative:
Review of the device mfg record history. Review of device mfg record history confirmed device met pre-release specifications.

Event description:
On (B)(6) 2010, two thin-walled fep ringed gore-tex stretch vascular grafts with removable rings were implanted in axillo-femoral bypass procedure. The results were reportedly fine and the pt was discharged after a few weeks of recovery time. On an unk date, the physician learned that the pt expired at another hospital. The physician was informed that the pt's cause of death was excessive bleeding, due to a graft disruption at the subclavian artery. Further details were not made available. The physician has stated it was not due to graft failure. He contributes the death to a possible infection or it "might be the area of bypass (subpectoral)". The pt was very ill with multiple co-morbidities.